Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 08-mar-2018 from the patient who reported that the circumstances that led to the pump protruding was perhaps loss of weight. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain and rsd/causalgia-complex regional pain syn. The patient¿s pump device was removed (B)(6) 2018 because it was protruding out so bad, it looked like it was coming through the skin. No further complications were reported.